Manufacturer narrative:
Upon inspection, the technician found that the brake on the hi/lo drive was not holding. He replaced brake mechanism from hospital stock and reassembled drive. Problem was resolved.

Event description:
Facility alleged the hi/lo drive was drifting down.